Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the pulmonary artery using ruby coils. It was noted that the patient's anatomy was tortuous. During the procedure, the physician experienced resistance and was unable to advance a ruby coil through a lantern delivery microcatheter (lantern); therefore, the ruby coil was removed and not used in the procedure. Another ruby coil was then advanced into the lantern; however, it was deemed too big; therefore, it was removed with no issue or damage. The procedure was successfully completed using a new ruby coil and the same lantern. There was no report of an adverse effect to the patient.